Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 1.5 mg/ml for a total dose of 0.8010 mg/day and bupivacaine 30 mg/ml for a total dose of 16.021 mg/day via an implantable pump for non-malignant pain. It was reported that a review of device logs/device interrogation on (B)(6) 2018 revealed a pump motor stall occurred on (B)(6) 2018 at 21:10 with a motor stall recovery on (B)(6) 2018 at 21:43 without a report of a magnetic resonance imaging (MRI). No action was taken/no further diagnostics or interventions were performed. The outcome of the event resolved without sequelae on (B)(6) 2018. The patient's baseline weight was not measured. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the cause of the motor stall and motor stall recovery was not determined. No further complications were reported.